Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no deformation of the air/water nozzle. It was unclear whether the reprocessing was performed according to the instructions for use (IFU). The inspection method for the event is described as follows in the IFU "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". [Inspection of the entire endoscope] 8. Visually check that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function] when using the air/water button 1. Cover the air/water button hole with your finger. 2. Push the button while covering the hole. Ensure that water flows across the endoscopic image." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that there was a poor angle issue while using the evis lucera elite gastrointestinal videoscope. The procedure was diagnostic (screening check) and the procedure was completed with the same set of equipment. There was no patient harm associated with the event. The device was returned and evaluated, and the nozzle was found to have foreign objects; this was attributed to insufficient cleaning of the device. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it is unknown when the foreign material adhered to the nozzle, whether there was delay in the start of the pre-cleaning. The air/water nozzle was flushed with air and water, and it was not known if the nozzle was cleaned with lint-free cloths/brushes/sponges; the air/water nozzle was flushed with detergent solution. There were abnormalities in the accessories used for reprocessing. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed; due to wear of the angle wire, the bending angle in the up direction did not meet the standard value, and the play of the up/down knob was out of the standard value. In addition to foreign object found to be stuck in the nozzle, the adhesive on the bending section cover had a crack, the connecting tube had a scratch, the plastic distal end cover had a scratch, the light guide lens had a crack, the adhesive around the objective lens was peeled, switch button four (sw4) had wear, the scope connector cover unit had a scratch, sw1 had a scratch, the lock engagement lever had a scratch, the lock engagement knob had a scratch, the connecting tube had coating peeling, the up/down knob had a scratch, the switch box had a scratch, the scope cover had a scratch, the paint on the suction cylinder was peeled, the suction cylinder was shaved, the suction connector had a scratch, the universal cord had a wrinkle and a scratch, the grip had a scratch, the control unit had a scratch, the adhesive on the bending section cover had a white clouded area, the right/left knob had a scratch, and the connecting tube was wrinkled. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.